Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm for between 4 and 24 hours prior to seeking medical attention. The cannula was reported as bent upon removal. The patient experienced persistent hyperglycemia and a racing heartbeat despite multiple bolus attempts throughout the day. Glucose levels remained high and unresponsive, prompting emergency care. The diagnosis provided was ketosis. Treatment included administration of insulin and potassium (routes of administration unknown), and a new pod was applied and monitored during the hospitalization. The length of the hospitalization was one day.